Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting high fluctuations in pacing impedance measurements on the right ventricular channel. No pacing impedance measurements were observed to be out of range according to the field. As the current impedance measurement was stable at 400 ohms, no changes were made to the system. The crt-p remains in service and there were no adverse patient effects reported.